Event description:
It was reported via phone call, that emergency medical services were called and the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 71 mg/dl. The customer reported symptoms of disorientation and excessive sweating. It was also mentioned that the customer experienced hypothermia. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with glucose manual injection. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.